Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that an imaging system was disabling intermittently between cases. The system was not left for extended periods of time, and the only way to enable the system was with a system reboot. The site had made sure that the estop button was not pushed each time. There was no patient involved.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, lot # rev. 2 - s/n: (B)(4), ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The ps1 was replaced. (B)(4) are applicable. The returned ps1 was analyzed. It failed a bench test. Output voltage drifted to 5.172vdc. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.